Manufacturer narrative:
Sections with additional information as of 05-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 158 mg/dl using true metrix meter and 60 mg/dl using another device. Customer reported the comparison tests had been performed am fasting the day prior and that they had been sweating at the time. The customer¿s expected am fasting blood glucose test result is < 126 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptom(s). During the call, meter to meter comparison blood tests were performed by the customer pm fasting and produced test results of 214 mg/dl using true metrix meter and 108 mg/dl using another device. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/28/2024 and open vial date is 05/17/2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Control solution was also returned ((2bc1b53, no product complaint was alleged by the customer). Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 26-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.